Event description:
Physician was starting to remove the catheter and a piece sheared off. Pt stated experiencing shortness of breath and was taken to surgery for removal of the piece of catheter in the thoracic area. A thoracostomy procedure was performed.